Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited high out of range pace impedances on the right ventricular (rv) lead. The values have been highly variable for the past year. Further testing was performed, but the noise could not be reproduced. At this time, technical services discussed that it could potentially be a spring contact issue. Programming changes were recommended. The system remains in service and the rv lead is another manufacturer's product. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited high out of range pace impedances on the right ventricular (rv) lead. The values have been highly variable for the past year. Further testing was performed, but the noise could not be reproduced. At this time, technical services discussed that it could potentially be a spring contact issue. Programming changes were recommended. The system remains in service and the rv lead is another manufacturer's product. No adverse patient effects were reported. Additional information was received detailing that low amplitude was also observed on the left ventricular channel.

Manufacturer narrative:
Additional information was added to the following fields:as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Evaluation summary: we inspected the oe-a63 (9 unopened sterilized packs) and found no anomalies. However, oe-a63 that fell into the patient's body was not returned. We also ensured that the facility was trained in the proper technique of installing and removing the oe-a63. The recovered oe-a63 had no abnormalities, so the cause was unknown. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured yoshikawa kasei on 11-jul-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-jul-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
It was reported that this device exhibited high out of range pace impedances on the right ventricular (rv) lead. The values have been highly variable for the past year. Further testing was performed, but the noise could not be reproduced. At this time, technical services discussed that it could potentially be a spring contact issue. Programming changes were recommended. The system remains in service and the rv lead is another manufacturer's product. No adverse patient effects were reported. Additional information was received detailing that low amplitude was also observed on the left ventricular channel.